Event description:
Event description cpi received information that during a routine follow-up of a implantable pulse generator (ipg), using this application software, the device reverted to the back-up mode at a rate of 30 ppm. When the interrogation was completed, the ipg continued to pace in the back-up mode. 'The patient did not tolerate this well.' The ipg was reprogrammed back to the original parameters and remains implanted.